Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a reservoir anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she was trying to push air from the reservoir into the bottle but was unable to do so. The customer was advised that the transfer may not be connected properly and the needle may be in part of the rubber septum. The customer understood. The customer was advised that she should try to disconnect and reconnect the transfer guard from the vial. The customer stated that she did that and was still not able to get the air into the vial. The customer stated that she throw away the reservoir and use a new one. The customer was advised that we would ship a replacement reservoir.